Event description:
The customer reported obtaining erratic three (3) patient results and quality control with a d flag for multiple chemistries on their au680 clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: a "d" flag indicates the optical density (od) of reaction is higher than the maximum od range.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of the beckman customer technical specialist and found the reagent probe was bent, which was replaced to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).